Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead while leaning. Reprogramming of the lv vector was done and the lead remains in use. No further patient complications have been reported as a result of this event.